Event description:
The pt was reported as having flow problems with one of the lifesite valves. The pt was treated for flow problems, but that did not seem to help. A femoral catheter was placed for a dialysis treatment and removed immediately following the treatment. It was identified that the lifesite cannula was kinked; therefore, a revision surgery was performed to eliminate the kink the pt is now using the lifesite system for dialysis with no further reported problems.